Event description:
Voluntary medwatch received states that a patient presented with low pacing impedance noted on the patient's left ventricular lead. No intervention or adverse patient consequences were reported

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155102.